Manufacturer narrative:
On 12/20/2016, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.(B)(4).

Manufacturer narrative:
Manufacturer's reference number: (B)(4) it was reported that a (B)(6) year-old male patient underwent an ablation procedure for persistent atrial fibrillation with a thermocool smart touch unidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected, and was found in good condition. Per the reported event, the catheter was tested for electrical performance, temperature response and generator compatibility, and it was found within specifications. A deflection test was performed, which the catheter passed. The catheter was evaluated for eeprom, and the sensor functionality was tested on a carto 3 system. The catheter was recognized by the carto 3 system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The force feature was evaluated and passed. Finally, an irrigation test was performed, which the catheter passed. No occlusion was observed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: carto 3 system, model and serial numbers unknown; cook medical tsn-17.75.0-endrys transseptal needle, model # g19261, lot number unknown; st. Jude medical agilis nxt sheath, model # g408318, lot number unknown. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for persistent atrial fibrillation with a thermocool smart touch unidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. Early in the procedure, the physician was unable to obtain mapping points. As a result, the patient interface (piu) and rf generator were both restarted. The piu to generator cable and mapping catheter cable were both changed, but ultimately, changing the catheter itself was necessary to clear the error. Later on in the case, during the transseptal phase, the patient developed a cardiac tamponade, which was confirmed with transthoracic echocardiography. A pericardiocentesis was performed, and the patient¿s blood pressure remained stable during the event. The patient fully recovered, but an additional two days of hospitalization were required to monitor the effusion. The physician¿s opinion is that the injury occurred during the transseptal puncture, when attempting to access the left atrium. There are no patient factors that may have contributed to the injury. The transseptal puncture was performed with a cook medical tsn-17.75.0-endrys needle. The sheath in use was a st. Jude medical agilis nxt 8.5fr. There was no ablation at the site of injury, as the ablation did not take place near the puncture site. In other phases of the procedure, 30w and 25w were delivered to the anterior and posterior walls, respectively, in power control mode (titrated). Catheter flow settings were 30cc/min above 30w, and 17cc/min at 30w and below. Activated clotting times were maintained between 300-350 during the case. Spi values are unknown. The catheter was not in close proximity to another catheter at the time of injury. The catheter was zeroed after the initial warm-up phase, and re-zeroing was not necessary.